Event description:
The user facility reported the vitrectomy cutter was not cutting properly. There was pt contact, but no medical intervention required or impact to the pt. Surgery was delayed approximately 15 mins to open a new pack.

Manufacturer narrative:
Eval completed. One pack assembly was returned loose in a cardboard box along with a bl5425w pack label from lot v2979. Based on visual inspection of the pack, the components do not reflect the lot number reported. We are unable to determine the lot number. The assembly was dirty with dried solution visible in the tubing. The vitrectomy cutter tip protector was not returned. The needle was bent. The port window was in the opened position. The back cap was aligned correctly with the vent hole in the side of the cutter body. Upon closer inspection, it was discovered that the female lure connector that was approximately 10 inches from the back of the cutter was cracked. A functional test was performed using a stellaris pc system. The cutter cut intermittently. In addition, fluid and air do leak from the cracked connector location. It should be noted that an air/fluid leak could contribute to poor cutting performance due to loss of vacuum.